Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead would not remain fixed in the atrium. After numerous attempts to place the lead, the helix failed to deploy. The lead was no longer used and a new lead was implanted. The patient was in good condition before, during and post procedure.